Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted bilaterally at the l1 level, and with four drg leads of the same lot number. It was reported that the patient's l1 level lead had migrated. Consequently, this lead was removed and replaced. Patient has better coverage, post-operatively.

Event description:
In addition to the migrated lead, the patient's other 3 leads were also explanted and replaced during the same procedure. However, the other three leads were replaced due to the patient experiencing ineffective stimulation.